Event description:
Pacemaker implanted 2001. Pt now with high ventricular pacing thresholds and a high pacing impedance suggestive of lead fracture or dislodgement. Taken to cath lab and the entire lead system was evaluated and found to have stable position. The ventricular lead was repositioned and found to have the same high pacing impedance as were the thresholds. The lead was then replaced.